Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be that incorrect device placement, suction issue and wick damages/soiled. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to no product code available. Although no product code is available, the purewick ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the staff had added extension tubing to the purewick to allow for patient to move easier in bed who developed the deep tissue injuries, but it was not working. Then the suction was turned up to 80. Also stated that customer don't see any recommendations in guidelines to see if use of extension tubing was okay or not. Medical intervention was unknown. Per follow up received on 11jun2021,customer stated that the unit had been in use for about 48 hours and patient was obese, the deep tissue injuries at discharge was still superficial only requiring use of barrier cream. Patient was discharged 24 hours after injury so unsure if worsened post discharge. The tubing used was a second set of suction tubing with the provided plastic connection, suction setting was 80 but usual setting in house has been 40-60 mmhg. Customer were in the process of tweaking their policy to include how to adjust suction for use with extension tubing, and were addressing maintenance care with nurse in question. Per follow up received on 17jun2021, customer stated that patient's skin was documented within normal limits on admission and was developed during use of purewick. Per follow up via email on 25jun2021, it was stated that customer was using zugard paste to buttocks and not to labia at the time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that that the staff had added extension tubing to the purewick to allow for patient to move easier in bed who developed the deep tissue injuries, but it was not working. Then the suction was turned up to 80. Also stated that customer don't see any recommendations in guidelines to see if use of extension tubing was okay or not. Medical intervention was unknown. Per follow up received on 11jun2021,customer stated that the unit had been in use for about 48 hours and patient was obese, the deep tissue injuries at discharge was still superficial only requiring use of barrier cream. Patient was discharged 24 hours after injury so unsure if worsened post discharge. The tubing used was a second set of suction tubing with the provided plastic connection, suction setting was 80 but usual setting in house has been 40-60 mmhg. Customer were in the process of tweaking their policy to include how to adjust suction for use with extension tubing, and were addressing maintenance care with nurse in question. Per follow up received on 17jun2021, customer stated that patient's skin was documented within normal limits on admission and was developed during use of purewick.